Event description:
It was reported this balloon ruptured following the initial inflation during an iliac angioplasty procedure. Following removal of the balloon catheter, it was noted a segment of balloon material detached in the pt. A stent was placed to tap down the balloon material in the vessel. The balloon material remains in the pt. The pt's condition is good. The device was rec'd evaluated and retained by this MFR. The engineering evaluation revealed the balloon material was 95% detached and not returned. No balloon material remained on the distal bond area, however, adhesive was present. The promixal bond contained 8 mm's of balloon material on the shaft. The distal radiopaque marker has moved 3 mm distal to the original position. No scratches were noted on the remaining balloon material. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. F/u revealed this balloon was inflated without the benefit of a pressure gauge. Co's directions for use state: "it is essential that an inflation device with a pressure gauge (medi-tech catalog number 15-101 or its equivalent) be used to monitor pressure within the balloon to determine the adequate dilating force is applied while not exceeding the maximum limits of the product. Due to the extremely thin wall thickness of the ultra-thin balloon, ultra-thin balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."